Event description:
The customer reported to beckman coulter (bec) that about 5 ml of clear fluid leaked from the coulter lh 780 hematology analyzer by the red blood cell (rbc) bath. The customer could not locate the exact source of the leak that was contained inside the instrument. The customer was wearing a laboratory coat, gloves, and goggles at the time of this event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event. No death or injury was reported in connection with this incident.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and observed a leak from red blood cell (rbc) bath (vc2) housing not being seated completely which allowed isoton, clenz and small amounts of highly diluted sample to drip around the o-ring. In additional communication, the fse stated that no errors were generated by the analyzer and customer noticed rbc flags on samples that did not match up with other checks and the unit was not in use when he arrived. Printouts were requested, but were not provided by the customer. The fse resolved the leak by reseating the bath housing to match the o-rings. Failure mode was attributed to rbc bath (vc2) housing. (B)(4).